Event description:
On (B)(6) 2014 - staff at facility went to use kit and found it to be non-sterile. Staff found a hole in packaging.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reya2391 showed no other similar product complaint(s) from these lot numbers.